Event description:
Consumer alleges heating pad controller caught on fire. There was not a report of personal injury or property damage with this incident.

Event description:
Consumer alleges heating pad controller caught on fire. There was not a report of personal injury or property damage with this incident.